Manufacturer narrative:
Qn#(B)(4). Section d.4.-lot# removed as the actual lot# is unknown. Section d.4. - UDI number removed. The full UDI number is not available as complainant did not report a lot number. The customer provided one photo for analysis. The complaint of a kinked guide wire was able to be confirmed by the photo; however, a complete visual inspection could not be performed as no sample was returned for analysis. A device history record review was performed based on the potential lot# provided by the customer. No relevant manufacturing issues were identified. The IFU provided with the kit informs the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested". The customer report of kinked guide wire was confirmed by visual inspection of the customer supplied photo. However, full complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed based on the potential lot# reported by the customer, and no relevant findings were identified. Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
It was reported "needle bent". The device was removed and replaced. There was no patient harm or injury. No delay to therapy. The patient's current condition is reported as "unknown".

Event description:
It was reported "needle bent". The device was removed and replaced. There was no patient harm or injury. No delay to therapy. The patient's current condition is reported as "unknown".

Manufacturer narrative:
(B)(4)